Manufacturer narrative:
Unit received with a compromised force sensor alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test due to compromised force sensor alarm. However, unit passed rewind test and displacement test.

Event description:
The customer's mother reported via phone call that the insulin pump got compromised forced sensor alarm. Customer stated that during the rewind process it sounded as if the motor weakened and was not working properly. The customers blood glucose was unknown at the time of incident. . The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.